Event description:
It was reported that during a taa, the surgeon fractured the cadence implant protector - right while impacting the talus. Surgeon noticed after impaction was complete; therefore, there was no surgical delay. The fragment was easily retrieved from patient by hand. No surgical delay or harm to patient.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H3, h6: the product has not been received at the aus site for evaluation, but photographs were provided. The complaint was confirmed. The following investigative actions were performed. Complaint history review: the complaint history review identified similar reported events for this device. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. - DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. The complaint alleges no injury to the patient nor a delay during surgery. As the product has not been received for evaluation, it could not be determined whether the device contributed to the reported event. The cadence implant protector is a reusable instrument expected to be used across multiple surgeries. The instrument is made of plastic and is used to protect the implant from direct forces during impaction for implantation. Potential causes for the reported event include wear due to normal use or exposure to excessive impaction forces. Based on this investigation, the need for corrective action is not indicated as no non-conformances or manufacturing deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The visual inspection revealed that the reusable instrument was broken. Specifically, one side of the implant protector had been fractured off. Additionally, the edge of the protector was dented. Visual evaluation identified signs of wear due to normal use and damage along the edge of the device. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 20 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for cadence total ankle system revealed to not attempt a surgical procedure with faulty, damaged or suspect instruments. Inspect all components preoperatively to assure utility. Besides, the surgeon must be familiar with the procedure before use of these products. This has been identified as a precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.